Manufacturer narrative:
The samples are centrifuged for ten minutes at 3000 rpm at room temperature. Qc results were within the customer's established range. A bci field service engineer (fse) replaced the reagent storage coolers, fans, and the thermistor. Fse ran all verification testing on the unit and no issues were noted. Although hardware issues were addressed, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low vitamin b-12 results on two patients generated by unicel dxi 800 access chemistry analyzer. The samples were reported out of the laboratory the samples were repeated on an alternate unit and higher results were obtained within the normal reference range. Patients treatment was not impacted with regard to this event.